Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On approximately (B)(6) 2025, the pediatric patient complained of chest pain and other symptoms at night. The patient's parent checked the patient's ketones and it was reportedly the "darkest number on the urine stick." They checked a finger stick reading and the bg meter was 600 mg/dl while the cgm was 187 mg/dl. The patient's parent stated the patient was in the start of diabetic ketoacidosis and they don't know how long the cgm was misreading. The patient's parent changed the sensor and transmitter and gave the patient 6 units of insulin then drove the patient to the emergency room. Upon arrival at the ER, the patient's bg was 480-500 mg/dl. The patient started vomiting and was given zofran and treated with IV fluids. The medical team took another bg and it was 300 mg/dl. There was no cgm value to compare as it was still in the warmup period. The patient was in the ER until 3:00am ((B)(6) 2025). At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.